Manufacturer narrative:
A beckman coulter customer technical support specialist (cts) assisted the customer troubleshoot over the phone the dxc 700 au clinical chemistry analyzer. The cts reviewed patient data and advised customer that inaccurate reading is suspected to be linked to clogged sample probe, bent, or misalignment. The cts advise customer to perform weekly maintenance, quality control and replaced sample probe. The customer replaced the sample probe per cts recommendations to resolve the issue. No further issues were noted. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case-(B)(4).

Event description:
The customer reported the dxc700 au clinical chemistry analyzer generated false low sodium (na) and high chloride (cl) patient sample results with negative anion gap (agap). The customer repeated the sample on another analyzer and obtained normal result. They reported one erroneous patient result was reported outside the laboratory and later amended. The customer did not provide patient demographic. There was no report of change to treatment, injury, or death associated to this event.